Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that while using freestyle librelink, a sensor error message was received on the adc device. The customer experienced symptoms described as "looseness" and sweating and was unable to self-treat, requiring treatment of juice and biscuits by their spouse. No further information was provided. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported that while using freestyle librelink, a sensor error message was received on the adc device. The customer experienced symptoms described as "looseness" and sweating and was unable to self-treat, requiring treatment of juice and biscuits by their spouse. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor and no physical damage was observed with the sensor patch. The sensor plug was not properly seated. Extracted data from returned sensor using approved software. Sensor found to be in state 1 (storage state) and insertion failures were observed in the event log. Watermark was observed at the base of the tail. Inspected the plug assembly. Cracked sensor neck was observed. The cause of the cracked sensor neck is likely attributed to shipment of the used sensor back to adc for investigation. In addition, the passing of all tests during the investigation indicates that the cracked sensor neck did not impact the sensor's ability to still generate an accurate glucose reading. Reader successfully communicated with the returned sensor. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.